Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after a new right ventricular (rv) lead implant procedure. Upon interrogation, it was noted the rv lead exhibited incredibly high threshold and some non-capture. The non-capture resulted in the patient feeling weak and dizzy. The device was reprogrammed, and the patient was temporarily provided external pacing pads. The lead was explanted and replaced on (B)(6) 2019. The patient was doing well post-procedure.